Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that during the index procedure an abnormal bulge on the middle part of the valiant stent graft was observed. There was no calcium at the location of the bulge. Contrast was observed leaking from the bulged location. The physician elected to reline the device with another valiant stent graft and the event was resolved. Per the physician the cause of the event was related to the device. No additional sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the valiant device was inspected prior to use, the procedure was extended by 30 minutes due to the event, and blood loss during the procedure was less than 50 milliliters. It was confirmed it was not type iii fabric endoleak.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.